Manufacturer narrative:
Concomitant medical products: product ID 978b133, lot# :va29fuv, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(4), ubd: 02-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare professional (hcp) ) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim ang gastrointestinal/pelvic floor therapy. It was reported that the patient had a lack of stimulation and return of symptoms. The hcp's office checked impedances on (B)(6) 2020 and contacted the rep on 3030-dec-07 to schedule a revision. There were no impedance issues noted. A lead revision and possible ins revision was scheduled for (B)(6) 2020. The issue was not resolved at the time of the report.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the lead was scheduled for a replacement. It was determined, upon intraoperative x-ray, that the lead position was the issue. It appeared that the lead had migrated.  The cause of the lead migration was unknown.  The date of lead migration was also unknown. The patient's healthcare professional (hcp) made the decision to replace the lead on the contralateral side of the patient. The original generator was reconnected and checked for impedance as well as battery life.  Impedance check on the newly implanted lead showed normal parameters. The original generator showed approximately six years of life.  The hcp removed the old lead. The original generator was determined to be functioning properly and was not replaced.  The patient was checked post-surgery and was feeling the stimulation appropriately at a low amplitude.  The patient also showed appropriate intraoperative motor responses.

Manufacturer narrative:
Continuation of d10: product ID: 978b133; lot#: va29fuv; implanted: on (B)(6)2020; explanted: on (B)(6) 2020; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that it had been determined that the lead was not defective, but was not in a proper position. The lead was discarded by the customer.

Manufacturer narrative:
Continuation of d10: product ID: 978b133, lot# va29fuv, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.